Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for 69 hours. The patient's blood glucose level rose to 28.8 mmol/l (518 mg/dl). Upon removing the pod on (B)(6) 2025, the patient reported the infusion site to has a visible "hard disc" under the skin. The skin around the infusion site then became redder, swollen, and warm to touch, with purulent discharge over time. The patient went to their gp on (B)(6) 2025 ((B)(6)). The patient was diagnosed with an abscess, and the abscess was manually drained. The patient called their gp on (B)(6) 2025 and was prescribed flucloxacillin auro 500mg 4 times a day, for 1 week. The patient was informed by their doctor that a surgical incision and drainage may be required should the infection worsens. Another infection was reported under (B)(6). The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.